Event description:
This rv lead was implanted on (B)(6) 2004 and was explanted on (B)(6) 2016 due to infection and erosion. The physician was dr. Bruce wilkoff at cleveland clinic foundation in cleveland, oh. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).